Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and high impedance resulting from a possible fracture. In addition, during the lead revision, the rv lead exhibited high impedance of greater than 4000 ohms and non-capture at the max output without the stylet. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered,and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted 10,180 ventricular short interval counts (sic); with non-sustained ventricular tachycardia (vt) episodes and ventricular oversensing detected episodes with lead noise oversensing. The rv pacing impedance spiked to 4047 ohms up from a trend in the 400-500 ohms range. The rv lead integrity warning occurred for short interval counts (sic) greater than or equal to 30 in 3 days and rv lead impedance variation in the last 60 days. (B)(4).

Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The helix of the lead was extrinsically bent.